Event description:
It was reported that the 9800 system has dark images and a precharge voltage error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. The procedure was completed and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.